Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer's husband delivered a bolus, received a low battery alert, replaced the battery, and then the insulin pump alarmed motor error. The customer's blood glucose level was 140 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer's husband was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's husband stated that they do not have a back-up plan. He was advised to use the insulin pump until a replacement insulin pump arrived since it was able to complete the rewind sequence. The customer's husband was also advised to contact their health care provider to obtain a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).